Event description:
After 6 mos of implantation, the defibrillator lead was explanted because of oversensing. The physician stated that the pt received inappropriate shocks and that the lead showed an insulation failure upon explantation. The ICD case which was implanted with that lead was also explanted.